Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed episodes of far r-wave oversensing and inappropriate automatic mode switch (ams) noted on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient consequences noted.